Manufacturer narrative:
The patient's demographics such as weight, ethnicity and race were not supplied. A beckman coulter field service engineer (fse) was dispatched to assess instrument performance. While on site the fse reviewed the failed access accutni+3 calibration and noted the coefficient of variation (cv) were high. The fse inspected and cleaned the sample probe and verified alignments, noting no issues. The fse then inspected the pumps and noted the probe was not aspirating as expected. The fse cleaned the probe by running a brush through and noted no issues or clogs. The fse then replaced the peristaltic pump tubing and primed the probes. After priming, the probe aspirated as expected. The fse was then able to perform a successful access accutni+3 calibration. The system was verified with system check, a precision run on all 3 levels of access accutni+3 qc. After the repairs were complete, all verification testing passed within published instrument and assay performance specifications. Conclusion: there is sufficient evidence to reasonably suggest a hardware malfunction of the replaced peristaltic pump tubing was the cause of the non-reproducible access accutni+3 result. The failed qc and calibration attempts performed by the customer in conjunction with non-reproducible patient result are indicative of a systemic hardware concern. The fse's findings of inadequate aspiration at the a1/a1w probe would lead to inadequate washing of the reaction and thus elevated relative light units (rlu) recovery. This is consistent with the non-reproducible elevated access accutni+3 result obtained by the customer. Replacement of the peristaltic pump tubing resolved the issue.

Event description:
The customer reported a non-reproducible, falsely elevated troponin I (access accutni+3) result for one patient on the laboratory's unicel dxi 600 access immunoassay system (serial (B)(4)). The initial result was above the customer's normal reference range. The elevated access accutni+3 result was released from the laboratory. A second sample was collected and analyzed on the laboratory's alternate unicel dxi 600 access immunoassay system (serial (B)(4)) and generated an access accutni+3 result within the normal reference range. The patient's initial sample was reanalyzed on the laboratory's alternate unicel dxi 600 access immunoassay system (serial (B)(4)) and generated an access accutni+3 result within the normal reference range there was a change to patient care or treatment which occurred in association with non-reproducible elevated access accutni+3 result, as the patient underwent a cardiac catheterization procedure. The customer confirmed the catheterization procedure did not note any abnormalities. The customer stated that quality control (qc) was not within the laboratory's established ranges after the event. Calibration data from the date of the event was not provided. Calibration after the event failed specifications. The customer stated that they were having multiple qc issues. The patient's samples were collected in either lithium heparin gel tubes that are centrifuged for three (3) minutes or serum gel tubes that were centrifuged for ten (10) minutes at an unknown speed. No issues with sample integrity were reported by the customer.